Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 (pc-(B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: (B)(4) by product family: (B)(4)(47x smartset ghv, 111c smartset gmv).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> device history reviewed: one unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 45. By product family: 158 (47x smartset ghv, 111c smartset gmv). (B)(4) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018 medical records received. After review of the medical records for MDR reportability, the patient had a left knee revision on (B)(6) 2017 to address pain, collapse of medial tibial plateau with resultant varus alignment of the tibial component. The tibial tray was noted to be loose at unknown interface. Depuy cement was utilized.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 ((B)(4)). Complaints received by (B)(4) in the last 12 months for this issue: by product code: 45. By product family: 158 (47x smartset ghv, 111c smartset gmv).